Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been serviced within the last 12 months, evaluation serviced the device for a similar "downstream occlusion failure" allegation. Evaluation confirmed the complaint and determined the cause to be an out of specification downstream sensor calibration reading. The downstream sensor was calibrated. All required service actions were completed in the last service cycle. The reported condition of false upstream occlusion alarms was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms, which were reproduced during evaluation. A review of the event history log identified false upstream occlusion alarms. The cause was determined to be an out of specification upstream sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.